Manufacturer narrative:
Product code (d2b) - additional product code qon. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had an ins incisional site infection. The patient was treated with antibiotics; bactrim and macrobid. No further complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had an ins incisional site infection. The patient was treated with antibiotics; bactrim and macrobid. No further complications were reported.